Manufacturer narrative:
The subject device was returned and visually evaluated. It was confirmed to be jammed and would not deliver any fasteners as was reported. The handle assembly was taken apart and it was noted that the pawl clutch, spring pawl, and the captive pin had detached and the pawl clutch was missing from the inner component assembly. Material deformation was visible on the clutch output gear indicating that significant force was applied to the device during use. It was evident that the missing components had been installed during the manufacturing process. The user may have attempted to clear the mechanical jam which may have further deformed the internal mechanism. It was reported that the problem presented after fixation into the cooper's ligament. As this is a hard structure it may have resulted in the problem that presented. Based on the available information and the product evaluation, we are unable to determine a definitive root cause for the device jamming in use. It is likely that forces were applied to the device that contributed to the material deformation and separation of the assembled components. No material of manufacturing defects were identified. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device contraindicates to "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in close vicinity of such underlying structures is contraindicated" and states "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use of a capsure fixation device to fix a mesh in a bilateral hernia repair case, the device jammed. User was able to deploy two capsure fasteners before the device jammed and would not deploy any additional fasteners. It was reported that the problem presented after firing the capsure fastener into the cooper's ligament. A new capsure was used to complete the case without any further issues. The case was completed and there was no patient injury that occurred. The device was returned for evaluation. The returned sample was found to have an internal component missing when returned. The contact did not report anything having come free from the device handle during use. It is not know when the component came free from the device.